Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0231281. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that pegasus gn 18ga x 1.16in prn-cap y leaked. The following information was provided by the initial reporter: at 8:35 on (B)(6) 2021, the patients were assigned for preoperative venipuncture. After pulling out the needle , blood was found to leak from the tail of the indwelling needle, and fluid was found to leak from the back, and there was no swelling and exudation at the puncture site, so the needle was removed immediately. Replace the indwelling needle and the puncture site, and puncture again. The establishment of venous access was completed at 8:40.